Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis found intermittent telemetry; rf (radio frequency) head cable found cut. Analysis also found the label was missing its coating and the device had internal signs of water damage (corrosion).

Event description:
It was reported the rf (radio frequency) head malfunctioned from sterile processing and pacer clinic. No additional information was obtained through follow up. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.